Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lots that would have contributed to this event and a review of the complaint history identified no similar incident reported from this lot. The reported patient effect of mitral regurgitation (mr), as listed in the instructions for use (IFU), mitraclip g4, is a known possible complication associated with mitraclip procedures. Based on all available information, a cause for the reported single leaflet device attachment (slda) could not be determined. Additionally, the reported mr was a cascading event of reported slda. Lastly, the reported unexpected medical intervention was a result of case specific circumstances. There is no indication of a product issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report the single leaflet device attachment/slda. It was reported this was a mitraclip procedure to treat grade 4 mixed mitral regurgitation (mr). The procedure was performed on (B)(6) 2021, one clip was implanted reducing mr to 2. On (B)(6) 2021, prior to discharging the patient echocardiogram confirmed the clip detached from the posterior leaflet and remained attached to the anterior leaflet (single leaflet device attachment/slda) and mr increased to 4. A second mitraclip procedure was performed on 6/21/2021, two clips were implanted stabilizing the slda clip and reducing mr to 1. No additional information was provided.